Event description:
Ro 1175857: it was reported that temp failures way outside of range even after adjusting the temp pots.no patient injury was reported.

Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
(B)(4): it was reported that temp failures way outside of range even after adjusting the temp pots. No patient injury was reported.